Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2020, the physician reviewed the chest x-ray and felt the slack in the ra and rv leads was insufficient to post-operatively discharge the patient from the hospital. The physician scheduled a lead revision procedure for patient the same afternoon. During the revision the leads were repositioned and additional slack within the lead body was added. The physician stated both lead required repositioning because of the combined effect from the patient¿s large body habitus and the patient¿s large limb movements immediately following the implant procedure. The patient was kept in the hospital for post-procedural observation overnight and discharged on the morning on (B)(6) 2020. The patient tolerated the procedure well. The patient did not experience any adverse events. Related manufacturer reference number: 2938836-2020-01510.